Manufacturer narrative:
G4: 05feb2020. B4: 07feb2020. The part was returned to the manufacturer for failure investigation (fi). The touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06nov2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The fse confirmed an operation failure was found in the touch screen. Therefore, it was replaced. The unit was checked overall, run in tested, cleaned, and functionally tested and no abnormality was confirmed.